Event description:
During a laparoscopic robotic-assisted partial nephrectomy procedure, the hinge of the device came apart and one side of the jaw fell inside of patient. Foreign objective was out of the field of view of the surgeon and after 20 minutes of exploration, with fluoroscopy and x-ray, foreign object was not found. Surgeon made the decision to leave the foreign object in place rather than risk a continue search and possible bowel injury.

Manufacturer narrative:
No investigation was completed as the actual device was not returned to the (B)(4) facility or manufacturer as of 10/31/2014. A request for missing/additional information and photos of device has been submitted to facility, no response as of 10/3/2014. (B)(4) considers this matter closed. However, in the event we receive additional information, we will provide FDA with follow-up information.